Event description:
Patient called to report adverse reactions to lasik laser eye surgery. Patient stated the had lasik performed in both eyes in 2005. Since then, his vision has been blurry and he said he feels like there is a film-like substance across his eyes. Patient said he did not get what he was guaranteed, and cannot see as he was promised he would.